Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post procedure, the patient's right ventricular (rv) lead exhibited loss of capture. X-ray was confirmed the rv lead had dislodged. During the procedure, the rv lead had a helix mechanism issue resulting in failure to extend the helix. The rv lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.

Manufacturer narrative:
Correction- the medical device report type should have been "serious injury" instead of "malfunction".

Manufacturer narrative:
Correction: section h1- checked the missing serious injury radio button.